Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing, intermittent high blood glucose (bg) levels (300-400 mg/dl). The customer did not know what was causing the high bg levels. A bolus via the pump was delivered to address the bg. Reportedly, the customer had been using humalog insulin in the cartridge for a week at a time. Tandem technical support informed the customer that humalog was labeled for 48 hour use. The customer acknowledged the information.